Event description:
(B)(4). Weight gain over 150 pounds in a year. Always bloated. Bad migraine headaches. In the morning can't walk due to stiffness in joints. Itchy skin. Hair loss. Abdominal pain. Irregular periods mood swings. Back pain. Metal allergy.